Event description:
It was observed that during the device inspection, the colonovideoscope exhibited white crystallized foreign material believed to be a simethicone type product in the air/water and auxiliary jet channels. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material remained in the device, but the type of the material or root cause cannot be identified. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use: instructions for use states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection instructions for use states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.